Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on the final angiogram, a suspected distal type I endoleak was observed. On a later date, the endoleak was confirmed. An intervention was performed and an endurant limb was implanted resolving the event. No additional clinical sequelae were reported and the patient is fine.